Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon would not inflate. Reportedly, the device was then removed from the patient for inspection and it was noticed that the balloon was leaking due to a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: device code a041001 captures the reportable event of balloon pinhole. H10: investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. Functional analysis could not be performed due to the balloon lumen being occluded by dry contrast, and the occlusion could not be unblocked. This occlusion is normal due to the use of contrast during the procedure. The pinhole problem confirms the reported event of balloon leak. With all the available information, boston scientific concludes that it is most likely that the pinhole problem is the result of the interaction between the device and the scope while the catheter advancement occurs at higher elevator angles. This factor combined with the device's design likely influenced the damage found on the balloon. Therefore, the most probable root cause is cause traced to device design because the problems are traced to the design specifications. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon would not inflate. Reportedly, the device was then removed from the patient for inspection and it was noticed that the balloon was leaking due to a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.